Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred during the procedure. Within one hour post procedure the patient was not feeling well in recovery. A transthoracic echocardiogram was performed which showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to help treat the effusion. The patient was brought to surgery where the closure device was removed, and the laa was ligated and clipped. The patient did not recover from this event and the patient died one day post procedure.